Manufacturer narrative:
The customer reports that the input unit connected to the bedside monitor is not taking accurate blood pressure readings. No errors were noticed by the customer. Nihon kohden followed up with customer to see if they would like to send the unit in for evaluation and repair. Customer retested the unit and verified that everything is working correctly. The biomedical engineer verified accurate blood pressure readings. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reports that the input unit connected to the bedside monitor is not taking accurate blood pressure readings. No errors were noticed by the customer.